Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer did not report any significant events leading up to the error alarm. Blood glucose level was 327 mg/dl at the time of the call. No further information was provided.